Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was not returned for evaluation but provided photos show the delivery system without the stent graft which has been completely deployed and missing while the inner catheter is protruding the sheath and the outer sheath which is fractured distal to the swivel nut. An x-ray video was provided which shows the stent graft which has been partially deployed in the iliac artery. Relative movements of the catheter can be seen within this time but with no resultant further deployment of the stent graft. Based on the provided photos and video, the investigation is closed with confirmed results for partial deployment and sheath fracture. It was reported that an 8f introducer was used for access, the tracking vessel was neither tortuous nor calcified, the lesion was pre-dilated and the device was flushed before use. Based on the provided photos and video and the evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment and sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. It is stated in the instructions for use that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using the fluency stent graft in the left iliac artery via right femoral artery. During the procedure, half of the stent was deployed intraoperatively, and the remaining portion could not be released normally, and was finally retrieved from the body.